Manufacturer narrative:
Investigation is underway. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient¿s right eye due to a capsule tear noted upon insertion. The incision was enlarged, vitrectomy was performed, and another lens of different model was implanted. Reportedly patient¿s prognosis is good.

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. Device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Based on the information available, the exact cause of the reported event could not be conclusively determined.